Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced prolonged initial implant surgery due to the device producing a clicking sound. The backup implant was used. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.